Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned device consisted of a rubicon 18 separated with 2 pieces returned. The 1st piece was 7.2cm long from the hub and showed a kink. The 2nd piece was 7cm long. No other components were returned. The device as designed is 90cm long. With approximately 14cm returned, the remainder of 76cm did not return. The 7cm long segment that was returned showed a broken guidewire inside the lumen and was buckled and kinked. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the rubicon broke into multiple pieces. A 90cm rubicon 18 guide catheter was selected for use. During the procedure, the physician advanced a v18 guidewire to the chronic total occlusion sub-intimal. However, when the rubicon guide catheter was also pushed to the cto sub-intimal, it was noted that the guide catheter broke into multiple pieces. Consequently, the physician had to remove the remaining bits using a snare. The procedure was completed using a different device. No further patient complications were reported and patient's status post-procedure was stable.

Event description:
It was reported that the rubicon broke into multiple pieces. A 90cm rubicon 18 guide catheter was selected for use. During the procedure, the physician advanced a v18 guidewire to the chronic total occlusion sub-intimal. However, when the rubicon guide catheter was also pushed to the cto sub-intimal, it was noted that the guide catheter broke into multiple pieces. Consequently, the physician had to remove the remaining bits using a snare. The procedure was completed using a different device. No further patient complications were reported and patient's status post-procedure was stable.